Manufacturer narrative:
Intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) at c3/4 due to degenerative disc disease. Intra-op, the cage was implanted using the freehand inserter but it got cracked while further advancement into disc space. The surgeon removed the cage. No any pieces remained in the patient. New cage was opened and inserted successfully. No patient of complications were reported as a result of this event.